Event description:
During shift check, the autopulse li-ion battery (s/n (B)(4) was successfully charged in an autopulse multi-chemistry battery charger (mcc). The charger displayed a green led, and the battery's status leds were showing 4 solid green lights, indicating that the battery was fully charged and ready for use. However, the battery failed to power on the autopulse platform. No patient involvement.

Manufacturer narrative:
The customer's reported complaint was confirmed during the functional testing performed at zoll. The zoll autopulse li-ion battery failure mode and serial number (B)(4) reported in this ccr are covered by CAPA (B)(4). Refer to the CAPA documentation for details on the failure mode description, technical root cause discussion, and corrective action plan.